Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high glucose resulton adc device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Due to higher sensor scan results, the customer self-treated with insulin (dose/type unknown). As a result, the customer experienced symptoms of hypoglycemia with "racing heart" and nausea and again self-treated with gummy bears which was advised by healthcare professional (hcp) for the issue. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 400 mg/dl was compared to a reading of 47 mg/dl obtained on a built-in precision meter. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high glucose resulton adc device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). Due to higher sensor scan results, the customer self-treated with insulin (dose/type unknown). As a result, the customer experienced symptoms of hypoglycemia with "racing heart" and nausea and again self-treated with gummy bears which was advised by healthcare professional (hcp) for the issue. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 400 mg/dl was compared to a reading of 47 mg/dl obtained on a built-in precision meter. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.